Manufacturer narrative:
Lot 1654045: (B)(4) items manufactured and released 10 april 2017. No anomalies found related to the issue. To date, two similar events on the same lot have been registered.

Event description:
During the primary hip surgery, the 54mm impaction plate broke while impacting the cup. The surgeon discovered a fragment of the impaction plate inside of the patient immediately after cup impaction and removed the fragment. There was no delay in the case and the surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d project manager on jan 31, 2019: the impaction plate appeared damaged at the bottom, where the locking device is separated from the plate. The event is probably due to an high force applied during the impaction that caused the fracture of the device or, alternatively, an elevated torsion force during disengaging from the cup just after the impaction.